Event description:
Event description guidant received information that this patient had a device replacement nine months ago and the chronic leads were left in service. Two months after the replacement, the leads were found to be reversed in the header and were corrected surgically. Recently, the pacing thresholds were discovered to be high at 7 volts but sensing and impedances were normal. Electrograms revealed some episodes with noise which was found to be reproducible. Impedances measured normal while reproducing the noise.